Manufacturer narrative:
(B)(4). Batch # m53r3t. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, the bailout door was out of position and the lever was down. Please note that if the manual override door is removed the device is disabled and cannot be used for any subsequence firings until the door is installed. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. After a test bailout door was properly installed the knife returned to its home position and the device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override mechanism worked as intended and no partial fire was noted during functional testing.

Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # m53r3t. Additional information requested and received: did the surgeon try to use the reverse button to remove the device prior to trying the manual release lever? Yes. How far was the incision extended in order to remove the trocar and the device? About 3cm. Were there any patient consequences as a result in the device issue? What is the current patient status? The patient is in stable condition. There was no adverse consequence for the patient reported by the surgeon.

Event description:
It was reported that during a laparoscopic colectomy procedure, the device could not fire any further after fired one cm. There was no sound of the engine. The surgeon tried to open the jaws but failed. Then the surgeon pulled the manual lever to open the jaws but failed too. He had to manually cut the tissue with the device still on the tissue and the jaws closed and lengthened the incision of trocar and removed the device as well as trocar. The jaws are still closed now. The tissue was pulled outside the bowel and anastomosed with a tlc. The patient is in stable condition. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.